Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to transmit recent electrical measurements through remote transmission. The patient was asymptomatic. The clinician indicated that the device was normally transmitting electrical measurements again without any changes.